Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted diode, designator cr10.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported issue.